Event description:
My med insurance no longer covers my existing meter. Because of this, I had to switch to a one touch verio iq meter. The meter tests wildly high. If I had acted on the meter results, it could have had serious consequences. I have two old meters. Both of the old meters tested about 50 to 75 points lower than the one touch verio iq. I called the MFR; they sent me a replacement meter - same results. I went to amazon.com and read the negative reviews. A number of people are having the same results.